Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. Per the medical records, history includes pulmonary embolism with bleeding while on coumadin. The patient has an anatomical variation of a double (two) ivc. One filter was deployed via the patient's right internal jugular vein. The filter was placed below the level of the renal veins. The second filter was deployed via the patient's left common femoral vein. The second filter was placed in the second inferior vena cava below the left renal vein. Both filters were successfully deployed at the level of the renal vein. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to perforation of the ivc filter struts outside the infrarenal cava. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the inferior vena cava (ivc). A CT scan performed for evaluation of patient¿s trapease ivc filters reported perforation. The patient further reports emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to: perforation of the ivc filter struts outside the infrarenal cava. As a direct and proximate result of the malfunction, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses pain and suffering and other damages. Additional information received per the medical records indicate that the patient has a history of pulmonary embolism with bleeding while on coumadin. The patient has an anatomical variation. The patient has a double (two) inferior vena cavas.   One filter was deployed via the patient's right internal jugular vein. The filter was placed below the level of the renal veins. The second filter was deployed via the patient's left common femoral vein. The second filter was placed in the second inferior vena cava below the left renal vein. Both filters were successfully deployed at the level of the renal vein. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc). A computed tomography (CT) scan performed for evaluation of patient¿s trapease ivc filters reported perforation. The patient became aware of the reported event eleven years after the index procedure. These events have caused the patient to experience emotional distress, mental anguish, anxiety and stress.